Event description:
The physician inserted the catheter with wire in thru the sheath and threaded it out into ascending aorta under fluoroscopy. When the physician was ready to withdraw the wire from the catheter, the physician noticed that something at the tip looked suspicious. Physician drew wire back and the wire looked like it was only hanging on by a thread. The wire was removed successfully without harm to the pt and a different wire was used to proceed.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be re-evaluated at that time.